Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-mar-2025, the manufacturer was notified that the user experienced a hypoglycemic event on or around (B)(6) 2025 that required ems intervention and hospital evaluation. The user reported becoming unconscious while out after noticing a drop in blood glucose (bg). Ems administered glucagon and transported the user to the emergency room for monitoring. The user was discharged after a few hours. No long-term effects were reported, and no information was available regarding bg management in the ER.